Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing with no pacing inhibition. These observations were confirmed through performing isometric movements. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.